Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 594 mg/dl. The customer treated with the insulin pump and a manual injection. The drive support cap was normal and recessed. The customer found no leaks or air bubbles and stated that insulin did exit with a manual prime. The insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent. The insulin pump passed the high pressure test. The customer was advised to monitor the issue and to follow up with a health care professional regarding the unexplained high blood glucose.